Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the ptfe peeled exposing the core wire at the distal section. Moreover, the guidewire was detached/separated at the distal section (the distal tip was not present and not returned for analysis). The core wire was broken/cut at the distal section. It was found during the investigation of the returned guidewire that the core wire was broken. It is most likely the issue could be caused during manipulation of the device or due to the interaction with other devices. Moreover, the outer diameter dimensions were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the liver and bile during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire peeled off. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the corewire returned was broken/cut at the distal section .